Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake, lack in aseptic technique and wash technique. The patient was not hospitalized for the peritonitis event. The day after onset of the event, the patient began treatment with fortum (1 gm, route, duration and frequency not reported) and vancomycin (500 mg, route, duration and frequency not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was recovered from this peritonitis event (unknown date). Should additional relevant information become available, a supplemental report will be submitted.